Event description:
The patient used the susepct device to check their blood glucose and obtained a result of 242 mg/dl. Pt felt weak and sweaty and called 911. Emergency medical technician arrived and checked their glucose on their equipment and the level was 70 mg/dl. The ER lab was 50 mg/dl. Was treated with an IV and then given an EKG and other tests for heard condition. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.